Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the target lesion was a tortuous lad with moderate calcification and 95% stenosis. The lesion was crossed with a whisper guide wire and pre-dilatation was performed with an unk balloon. The lesion was then crossed with the 3.0 x 18 mm, after deployment and viewing the shot, a dissection was found in the distal portion of the lesion. The dissection was treated with a 2.75 x 15 mm xience v stent. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident info. Dissection is a known outcome of coronary stenting procedures, and is listed in the device IFU as a potential adverse event. The IFU cautions: "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention." Although a definite root cause for the dissection and the relationship to the device, if any, cannot be determined, there are no indications that a product quality issue contributed to the procedure outcome.